Event description:
Indication - selective deficiency of immunoglobulin classes, selective deficiency of immunoglobulin a [iga]. Pt reported a pump malfunction, where the one in home will not turn on. Unk lot/ expiration date, unk if pt missed any doses or experienced any adverse events. Unk if pump available for return. Spontaneous call - no further info provided. Reported to (B)(6) by pt/caregiver.